Event description:
On (B)(6) 2024, paired subdermal needle electrodes were used for the procedure, and the user identified an impedance issue after approximately 4 hours of use on the left foot emg channel, impedance indicated an open circuit.   Upon inspection of the needle site for replacement the needle was no longer attached.  Further inspection of the retained wire confirmed that the needle broke off 1 mm below the end of the hub.  The segment of needle was discovered through fluoroscopy to be still imbedded beneath the skin. It was located on the pad of the foot between the toes and heel, we have not been provided with an update on whether or not the needle fragment was removed from the patient at the time of this report.